Manufacturer narrative:
Occupation: na/other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study, which was only two hours. There was no patient and user harm and a repeat procedure is necessary due to the alleged device malfunction.